Event description:
In 2000, the facility's o.r. Director informed the MFR's (MFR). Sales representative of the following: unable to flush attached catheter vascular access device. The device tubing was disconnected by doctor. The plastic piece was cut out, reconnected, flushed and implanted. No further details were provided. In 2000, the MFR's representative contacted the facility's purchasing agent and o.r. Director to obtain clarification and/or add'l info regarding this event, however, the MFR's representative was unsuccessful. No further details were provided.